Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient's rutherford assessment was category 3 and was treated on the same day. The target lesion located in the left mid superficial femoral artery (sfa) to the left distal sfa had 75% stenosis, reference vessel diameter of 6mm, a length of 48mm, and was classified as a tasc ii a lesion. The target lesion was treated with direct placement of a 7 x 60 x 130 innova stent and post-dilatation with 0% residual stenosis. During the index procedure, a non-target iliac vessel was successfully treated prior to the target lesion procedure. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2016, light intra-stent stenosis in the left distal sfa was noted. No action was taken to treat this event. The event was considered to be not recovered/not resolved.